Manufacturer narrative:
Cambridge interventional is submitting this report in compliance with FDA regulations set forth in 21 cfr part 803. The company has made reasonable and diligent efforts to include all information that is known and available as of the date of this submission. This report does not constitute an admission or conclusion by cambridge interventional, the FDA, or any of their employees that the device, the company, or its employees caused or contributed to the reported event. Any required fields that remain unpopulated are blank because the information is currently unknown or unavailable. Cambridge interventional will submit a supplemental report if additional relevant information becomes available. The crf-000253 generator was received at cambridge interventional on 01oct2025. The generator was inspected and tested according to procedure mp-000002 rev x (the crf generator unit test procedure). The crf-0000253 unit "as received" was fully functional and meets all performance specifications. Engineering review concluded that: not enough information is available to determine why the reported rf output was deemed inadequate. As detailed in section 13 of the generator IFU, some causes for the output to be lower than expected or to shut down prematurely are associated with proper output control by the generator. Based on the complaint and the generator evaluation, we cannot determine the cause(s) for the reported failure to deliver the expected rf output.

Event description:
After 4 minutes and two impedance peaks, the generator reduces the power from 370w to 250w without apparent cause, causing strong oscillations in the power delivered and temperature detected, extending the next peak by almost 4 minutes, again without apparent cause. After this, the temperature readings began to oscillate, to the point of cutting off the ablation on numerous occasions, forcing us to stop the intervention prematurely. The surgery was prematurely interrupted, compromising the ablation niche and thus potentially requiring further surgery in the future.